Event description:
Additional information indicated that the infection has healed resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated patient complained of a burning sensation at the ipg site. An infection was noted to be present at the ipg site which had then spread to the lead site. On (B)(6) 2019, ipg and lead were explanted and intravenous (IV) antibiotics were prescribed. An abscess was later noted to be present at the lead site and on (B)(6) 2019 a laminectomy was performed to decompress the abscess. Patient is to continue to follow-up with physician for monitoring.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13907. It was reported the patient had an infection on an unknown location. The patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted to address the issue. Later, the ipg was explanted on (B)(6) 2019. Patient was given IV antibiotics.